Event description:
The doctor reported he has tried to install/implement the catheters. This catheter had been rinsed several times. Finally it has been removed because the doctor noticed a creation of subcutaneous hematoma. After removal of catheter, the doctor identified three small holes in the catheter. The patient received another catheter. There is no impact to patient health reported.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Pictures of the affected catheter were provided. There appears to be three holes, unevenly spaced, in the catheter lumen. The complaint and photos were forwarded to the manufacturing facility for investigation. When the investigation is complete a final report will be submitted.

Manufacturer narrative:
The pictures show three clearly visible holes, unevenly spaced, in the catheter lumen. A review of the device history record indicated the device was manufactured, tested and inspected according to the correct sops. There were no non-conformance reports for the device lot. During manufacturing this device family is 100% leak tested using 45psi of air. In addition, a sampling inspection is performed during final inspection. There were no leak failures reported for the device lot. Based on the investigation preformed the reported failure mode is not associated with the manufacturing process; root cause could not be determined. First report of this nature for this device family. Isolated incident.